Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. Common device name: product code: unk. Model #, implanted, explanted: unk. The product is manufactured in the us, but not marketed in the us. Device manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports excessive vault, glare/halos, and negative dysphotopsia. The cause of the event is reported as "nomogram error." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Work order search: no additional similar complaint types within associated lots were found. Claim# : (B)(4).

Manufacturer narrative:
Corrected to state that a 13.2mm vticm5_13.2 implantable collamer lens of diopter -7.50/1.0/101 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Claim# : (B)(4).

Manufacturer narrative:
Date of event: corrected to (B)(6) 2019 in intial MDR. Claim#: (B)(4).

Manufacturer narrative:
Initial MDR should have included patient code 3191: negative dysphotopsia. Claim#: (B)(4).